Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with 400cc mentor memorygel breast implants experienced bilateral baker grade iii capsular contracture post procedure. As a result, bilateral prosthesis replacement with 400cc mentor memorygel breast implants was performed on (B)(6) 2020. Mentor is aware that the manufactured date reported occurs after the implant date reported. However, this was the information provided to mentor. If additional clarification is received in the future, then a supplemental report will be submitted. See 1645337-2021-05633 for contralateral prosthesis report.